Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom and device allegation are known risk associated with this device type and indicated as such in the instructions for use. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the cylinder of this inflatable penile prosthesis (ipp) was crossed over from the device implant surgery, and the cylinders were short distally. As a result, the cylinders were explanted and replaced. No further patient complications were reported.